Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states the device has not been on for a year now, pt wanted this off as she was not tolerant of the stim it was providing, pt had told hcp and he advised to turn off, the stim was too strong and she did lower however did not work the patient was redirected to their healthcare provider to further address the issue and for an overdischarge potential.